Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter kinked while capturing the array into the sheath. It was noted that there was resistance and the slider was halfway forward rather than fully forward. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012304919 was returned and analyzed. Visual inspection of the catheter showed the array was damaged and the electrode was displaced upon receipt. X-ray imaging was done to verify if the knot had led to any breaking of the wires inside the array. Electrode seven was open looped and displaced on the array, with electrode wires exposed and electrode three was damaged. Additionally, the spiral array was ribbed and the pebax was torn, with the nitinol material outside the pebax. Cic connection evaluation was performed.the catheter was connected to both the test cic and the returned cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. No functional testing was performed on the returned catheter due to the condition it was received in. Continuity testing was done and it was co ncluded that the electrode seven was open loop. In conclusion, the reported kink/knot was confirmed and the catheter failed return inspection due to the spiral array was ribbed and the pebax was torn with the nitinol material outside the pebax, electrode seven was open looped and displaced on the array, with electrode wires exposed and electrode three was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.